Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that, several weeks prior to reporting, the pod adhesive became loose, causing the cannula to dislodge from the infusion site and the patient¿s blood glucose levels to increase to 700 mg/dl after approximately 24-36 hours of pod wear on the arm. The specific event date was not provided; therefore, the event date included in this report is approximate. The patient developed symptoms including dizziness, confusion, and repeated fainting episodes, and reported experiencing a heart attack due to the elevated blood glucose, prompting him to seek medical attention. The patient presented to the emergency room and diagnosed with diabetic ketoacidosis. A heart attack was confirmed during evaluation. According to the patient, medical staff stated that the high blood glucose contributed to or caused the heart attack. Treatment in the emergency room included intravenous insulin therapy. No treatment specific to the cardiac condition was reported. The patient remained under observation for approximately six hours.